Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was having an attune revision knee implanted in her right knee. The patient had a uni knee from a competitor, and the surgeon needed to use the attune revision for the conversion to a total knee. The surgeon prepped the femur for a 30mm sleeve with a 14mm stem. The surgeon overreamed the femur to 13mm as per recommended by other attune users. The trial construct fit perfectly. The real construct was assembled and during impaction, the femur would not seat fully. The surgeon continued with light taps and the posterior femur cracked due to the mismatch between the trial and the real implants. Even after the crack, the femur sat up 2mm. During impaction, the anterior flange of the femur grinds too tightly with the anterior cut on the patient's femur that also causes the construct not to seat. Something is wrong with the pressfit of the real component compared to the trial construct. It is too much. There was a surgical delay of 5 mins. Doe: (B)(6) 2019; right knee.